Event description:
The customer reported that insulin pump had been losing power and alarming off no power. The customer also stated that she was in the emergency room due to gastroparesis. While she is in the hospital, she noticed that her insulin pump had lost power, and the doctor told her that she was in diabetic ketoacidosis. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.